Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device available for evaluation: yes, returned to manufacturer on: 11/27/2018, device returned to manufacturer: yes. Device evaluation: the product was returned for investigation. The plunger was observed in advanced position. The pcb00 device was observed under microscope and a scarce amount of viscoelastic was observed at the cartridge. The directions for use (dfu) state to completely fill the viewing window of the pcb00 with ophthalmic viscoelastic device (ovd). There was no damage or error observed on the assembly. Only half of the lens was received. The lens was observed cut. The reported issue was not verified. Based on the product returned evaluation, a product quality deficiency nor a product malfunction could not be determined. Manufacturing records review: during the manufacturing record review of the production order for this serial number, no product deficiency was identified. The documentation shows that the production order was manufactured according to specifications. Historical data analysis: a search of complaints revealed no other complaints have been received for this production order number. Labeling review: the labeling review was completed and revealed that the directions for use (dfu) adequately provide the customer with instructions, precautions, and warnings for the proper use and handling of the product. Conclusion: as a result of the investigation, there is no indication of a product malfunction or product quality deficiency. The reported issue was not confirmed as only half of the lens was received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. If implanted; give date: not applicable as the iol was not implanted. If explanted; give date: not applicable as the iol was not implanted. Attempts were made to obtain missing information; however, to date no response has been received. All pertinent information available to (B)(4) has been submitted.

Event description:
It was reported when inserting a model pcb00 24.0 diopter intraocular lens (iol) into the eye, the lens was scratched. No further information was provided.